Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. The patient was at church and conscious at the time of the event. At 20:34:04, an arrhythmia was detect and the arrhythmia was atrial fibrillation (af) with rapid ventricular response at 200 bpm. At 20:34:39, the patient received an inappropriate treatment of 150 joules. The rhythm at the time of the event was af with rapid ventricular response at 180 bpm and the post-shock rhythm was af with rapid ventricular response at 170 bpm. At 20:35:06, the patient received a second inappropriate treatment of 150 joules. The rhythm at the time of the event was af with rapid ventricular response at 160 bpm and the post-shock rhythm was ventricular tachycardia (vt) at 215 bpm. At 20:35:37, the patient received an appropriate treatment of 150 joules. The rhythm at the time of the event was vf at 215 bpm and the post-shock rhythm was af with rapid ventricular response at 190 bpm.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The ems was summoned and the patient was taken to the hospital. The physician will decide if the patient will continue to wear the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor sn: (B)(4) - reuse. Electrode belt sn: (B)(4) - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillation are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commerical inappropriate defibrillation (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.